Event description:
A malfunction on the pump was reported by the customer after it got wet when the customer entered water while wearing it. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support replaced the pump, and the customer was instructed to use multiple daily injections as a backup therapy. The customer received and understood instructions on returning the faulty pump and acknowledged the steps for using the replacement.